Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Filing as malfunction at this time, it is unclear if si occurred. Additional information requested from the customer.

Event description:
It was reported that bd nexiva leaked. The following information was provided by the initial reporter: nexiva leaked from flash chamber after retraction (B)(6) 2024: hi, the information you have requested is as follows- the nurse had to stick a patient 3 different times, all 3 as soon as she got the cath inserted blood shot out all over the place. The impact on the patient and patient care from this incident was the patient at that point wouldn't allow the nurse to try again. So, the patient didn't receive the IV fluids the doctor ordered is my understanding. I do have one of the actual caths that was used sealed in a bio-bag in case it was needed for inspection. Thanks for your help on this matter.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed due to the circumstantial evidence that was observed on the returned sample and the cause appeared to be manufacturing related. One 18g nexiva unit from lot 4156834 was provided for investigation. The septum was misaligned within the catheter adapter, which could allow fluid to leak during use. What appeared to be blood residue was observed between the canister and the catheter adapter. A trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.